Event description:
Philips bedside patient monitors in cicu have false asystole alarms at a much more frequent rate since the installation of wireless laptops for epic. The monitor will display a normal ECG and then suddenly show a flat line for ECG and within 30 seconds alarm asystole. The ECG continues with a flat line between 1 to 5 minutes and then suddenly returns. All other monitored parameters (invasive blood pressure, pulse oximetry, temperature) are not affected and continue as normal during the false asystole alarm. Information services has added 6 wireless laptops in each cicu pod and most pods have the addition of a wireless access point on top of the medication or supply dispenser. Possible rf interference from increased level of radio frequency activity in the cicu pods. On (B)(6) 2011, clinical engineering contacted philips related to the more frequent appearance of false asystole alarms. Philips reviewed their technical information and found that there is a firmware upgrade that may resolve the problem. Current firmware was d.02.02, upgraded firmware is d.02.05. The ECG firmware is part of the intellivue x2 (model m3002a). Clinical engineering and philips installed the upgraded firmware in all x2 modules found in cicu. This upgrade resolved the immediate problem. No patient monitors had false asystole alarms during the next 24 hours. Philips indicated that the firmware upgrade increased noise immunity or suppression that otherwise would result in a loss of ECG monitoring. Information services was asked to provide information on the level of radio frequency power that was added to the space to support the users use of epic. For the room indicated, a total of 24 to 25 dbm (250 to 300 milliwatts) of power was used in the 2.4 ghz and 5.4 ghz ism spectrums (802.11 a/b/g (B)(6)). On (B)(6), information services lowered the transmit power settings of the laptops in the room indicated to the lowest settings and tested their wireless connectivity. They tested before and after changing the power and they observed a 10% increase in the outbound (from laptop) connection speed (about 2 mb per second), a wonderful result; lower power and better speed.